Manufacturer narrative:
Our field service engineer investigated the hospital and concluded that a pressure transducer was faulty and needed to be replaced. After the replacement of the pressure transducer, the system was successfully tested and cleared for clinical use. The replaced part has not been available for further investigations. A complete set of device logs was received. The received test logs show that the inspiratory pressure transducer had a gain correction factor that was out of range out of range. This can be caused by different factors such as a faulty pressure transducer or a leakage in the system during the test. In this case, the cause was a faulty pressure transducer since replacing it solved the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).